Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2019. This log file found was dated (B)(6) 2019 which was before the issue occurred. The complaint indicates the central control monitor (ccm) would not power on which would prevent logging from occurring. On (B)(6) 2019 the system was powered on and a perfusion screen was opened indicating the ccm was powered on. During laboratory analysis, the product surveillance technician (pst) observed no power up. After replacing the single board computer (sbc) board with a lab use only sbc, the ccm powered up as intended. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The ccm was swapped out for a loaner by the user facility's biomedical technician. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was not turning on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, nor adverse consequences to the patient.